Event description:
It was reported by the customer that drawers 4.1 & 4.2 on a pyxis medstation es system were not detected on bus. During device inspection, a field service engineer detected an odor of scorching and observed that the drawer controller board on 4.1 had experienced a burn incident. The reported incident did not affect any other device or patients in the area. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to the drawer controller board on 4.1 suffered a burn event. A field service engineer replaced controller board, the pulse code modulation and the hard stop assembly to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-nov-2022 to 01- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawers were undetected as the controller board sustained a burn event. Damage caused by excessive heat, electrical discharge. A field service engineer replaced the controlled board and the pcm. In addition to that, the hard stop assembly was also replaced as the open/closed latch would not remain in place. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that drawers 4.1 & 4.2 on a pyxis medstation es system were not detected on bus. During device inspection, a field service engineer detected an odor of scorching and observed that the drawer controller board on 4.1 had experienced a burn incident. The reported incident did not affect any other device or patients in the area. There were no adverse events or injuries reported based on this event.